Event description:
It was reported that one year following a ventral hernia repair the patient developed an infection/foregin body reaction. The original procedure was performed in 2001. The patient was treated and is fine.